Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced facial nerve stimulation and electrode migration. The recipient's device was explanted. The recipient will not be reimplanted. The recipient's facial nerve stimulation has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that electrostatic discharge (esd) damage prior to receipt led to an overload voltage, damaging structures on the node inside the analog integrated circuit. This is what caused the lock test failure which was observed during the analysis. This is the final report.